Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the error did not reappear. The customer successfully initiated a new sensor session.